Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump was not working. He reported receiving a button error alarm. Customer's blood glucose was 75 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.